Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed 319 error on universal surgical manipulator (usm) 2. Fse replaced usm 2 to correct reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 319 occurred on universal surgical manipulator (usm) 2. The customer power cycled the system twice, but the issue persisted. The customer disabled usm 2 and completed the procedure with the remaining three usm arms. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed in failure analysis. System logs recorded error 319 pointing to the axes controller carriage (acc). The usm was tested on an in-house system in normal mode where it trigged error 319. Unit was also tested on a patient side cart fixture test platform (pftp) where it failed fiber test and check all boards pointing to the rolling loop. Aba troubleshooting was performed with gold rolling loop fiber installed and test passed. The rolling loop was misaligned during visual inspection. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause based on findings from failure analysis may be attributed to misalignment of the rolling loop fiber of the usm.

Event description:
Refer to h11 for follow-up information.